Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstrewam occlusion sensor (dso). The downstream occlusion sensor was replaced. Upon further investigation found severe fluid ingress on chassis and main board. Due to the severe fluid ingress unit has been deemed beyond economical repair.

Event description:
It was reported that when the cassette was loaded, the device alarmed, indicating the cassette was not loading correctly and was not accepting any cassette, accompanied by beeping. The event occurred during setup. There was no patient involvement.